Event description:
A trapezoid rx lithotripter compatible basket was used during a stone removal procedure in a male patient in 2008. According to the complainant, "the basket was passed into the common bile duct, but when the nurse went to crush the stones by hand, the tip of the basket popped off." The physician retrieved the basket and completed the procedure with a second trapezoid rx lithotripter compatible basket. No patient complications were reported as a result of this event and the patient's condition was reported as "fine" following the procedure.

Manufacturer narrative:
These device has not been returned for evaluation; therefore, the cause of the reported malfunction is undetermined. A search of the complaint database did not identify any additional complaints recorded for this lot. A review of the device history record of the pertinent lot was performed; no anomalies associated with this complaint were noted. The 2008 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.